Event description:
During preventative maintenance of the device, it was observed that the battery voltage was low. There were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.